Event description:
It was reported that it was not possible to interrogate the cardiac resynchronization therapy defibrillator (crt-d). The physician attempted interrogation with two different models of programmers. The crt-d remains in service and no adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report. It was additionally reported that the reason for the interrogation difficulty was not determined. It was planned to have an engineer present at the next follow-up appointment for assistance.